Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2023-10545. The investigation is ongoing. Device not available.

Event description:
As reported by our affiliates in germany, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26mm sapien 3 valve, the valve was implanted under rapid pacing. As the balloon was inflated, it slid further distally under the valve toward the ventricle. There was a deep retraction of the valve. A direct post-dilation of the valve in the proximal part was performed; however, the valve embolized into the left ventricle. The patient was transferred to open heart surgery. The operation was performed successfully with no complications. The patient was then transferred to the intensive care unit (ICU) in stable circulatory condition with controlled ventilation and was extubated in a timely manner with regular gas exchange. Additional information was received revealing there was valve alignment difficulty during fine alignment along with high tension during the tavr procedure. The valve was unable to be aligned and positioned perfectly. This may have contributed to the valve malposition and embolization and the need for the patient to be transferred for the open-heart surgery.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for review. Review of the imagery revealed severe tortuosity of the iliac and aorta. Tortuosity was also observed in the abdominal aorta. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system and valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve alignment difficulty or inability during fine adjust was unable to be confirmed. The presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The event description states, "valve alignment was attempted in straight section of the aorta, but straight section was not available. Valve alignment was very difficult, high tension, no perfect alignment and position. The difficulty was found during fine alignment." Additionally, per medical opinion, "the cause of difficulty with valve alignment was the kinking of the aorta." Per the IFU and training manual, "if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary." In this case, the valve alignment was performed in a non-straight section due to patient having a tortuous anatomy. This can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the transcatheter heart valve (thv) is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can lead to the reported valve alignment difficulties. In this case, available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.